Manufacturer narrative:
Method: though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Mu delivered is displaying planned mu's as opposed to delivered mus. Customer is a paperless site and chart qa did not notify him of the mismatch in actual delivered dose compared to the planned dose. Customer reports that he had an incomplete treatment for a patient on (B)(6) 2011. When he checked the data rt chart, the history displayed the correct amount of mus delivered, however, when he went into chart qa, it listed the planned mu's in the delivery field instead of the actual delivered dose. There was no report of serious injury as a result of this event.